Event description:
It was reported that out of range hv lead impedance measurement was observed. No anomalies found via fluoroscopy. Lead dislodgement was noted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.